Event description:
The customer contacted stryker to report that their device's paddles lead output was noisy/distorted. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The therapy pcba board and therapy flex cable were replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report that their device's paddles lead output was noisy/distorted. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Further evaluation of the device determined a broken/cracked solder joint that is causing the persistent noise on the paddles ECG; they are unable to operate in AED mode, but works in manual mode. The root cause is a broken solder joint on the pcba.